Event description:
The customer reported that the system displayed a communication error message. This error message will likely result in a system shut down or lock-up or prevent the system from booting up. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The filament driver board was replaced and a filament calibration was performed. The system was then found to be operating as intended.